Event description:
It was reported that insulin gauge displayed amount different than expected, showing empty cartridge when customer expected full supply. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, and technical support advised customer to call back for troubleshooting if active fill estimate issue occurred again, which customer acknowledged.